Manufacturer narrative:
A complete lead was returned in one piece with a stylet inserted. Visual inspection revealed the insulation was twisted at two locations and the inner coil was over torqued in the connector region both consistent with that occurring during the implant procedure. There were no conductor fractures or internal shorts noted during electrical testing.

Event description:
During an implant procedure the coating of the lead was noted to be twisted. The lead was removed and a new lead was implanted. The patient is was in stable condition with no adverse consequences.